Manufacturer narrative:
The device involved in this complaint is an echo-1-22 device of lot# c1147989 and was returned to (B)(4) for evaluation. This echo device was received with the needle fully retracted in the sheath and with the stylet missing. The broken off distal needle piece was returned in a vial. The sheath of the device was examined and a kink was visible below the sheath extender, when the sheath extender was positioned at reference mark 2. On evaluation of the device it was possible to advance/retract the needle without much resistance. The needle extension was examined and confirmed to broken and measured approx. 4cm; the broken off distal needle tip measured approx. 3.6cm. The distal needle bevel was examined under the microscope and it was confirmed to be free of damage. The customer complaint was confirmed as the distal needle of the returned device was broken off. The most likely cause of this complaint is that the needle tip kinked during use which in turn resulted in needle tip breakage upon removal of the needle from the lesion. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. The kink below the sheath extender most likely occurred during product handling and transportation back to cirl. Prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-1-22 devices of lot# c1147989 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user introduced the echo needle through the scope channel and performed 2 different punctures with the same needle. The tumor was very very hard (like a stone) and it was difficult to perform the puncture. At the third pass the user felt that the needle seemed strange, he removed all the system and noted the distal end of the needle (around 5 cm) was missing. The user checked video imaging and confirmed the needle was in the tumor. He removed the needle broken without trauma for the patient.